Event description:
It was reported that during a da vinci-assisted surgical procedure, near the end of a robotic surgery session, monopolar mode on the generator had stopped working for both cutting and coagulation on the e-200. The first troubleshooting performed was that the customer ran the necessary tests and confirmed those results with an onsite clinical specialist. Next, when the issue persisted, the customer replaced three cables and two instruments and then restarted the generator. After that, the customer attempted to use an alternate generator unit with its own cable, but monopolar still did not function and only bipolar mode worked when controlled by the console foot pedal. It was also noted that a beep occurred each time monopolar activation was attempted, and the procedure was ultimately completed using only bipolar mode with minimal delay and no reported patient harm. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) conducted several telephone tests with the client, the problem did not recur during subsequent use. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.